Event description:
A physician reported that cutting and actuation failure of the probe occurred, and noise was heard during the cataract and vitrectomy combination surgery. The condition of aspiration was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).